Event description:
The instrument was used during an lavh. The 3rd and 5th firing of the tsw35 the stapler would not fire. Another tsw35 was used to complete the case. There was no consequence to the pt. Clinical follow-up: 2/4/97 1350 message and 800 number left for surgeon to call back. 2/5/97 1715 nncl sent.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not cut" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure its functions properly.